Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve had a leakage of cerebrospinal fluid and was revised. The cerebrospinal fluid leak was confirmed from the ventral side 1 week after the surgery. The reported valve was implanted to the patient via lumbar peritoneal shunt. An initial setting was unknown. It was replaced with a new valve. There was no surgical delay and no adverse consequence to the patient. No further information was provided by hospital.

Manufacturer narrative:
Product was received for evaluation: DHR - review of the history device records for the catheter was not possible as the lot number was unknown. Failure analysis: the catheter ends were visually inspected, the ends of the catheter did not show jagged edges but ends that were clean cut. The catheter was irrigated, no occlusions noted. The catheter was leak tested no leaks noted. The root cause for the problem reported could be due to a sharp or pointed object coming into contact with the catheter. As noted silicone has a low tear/cut resistance. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.